Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that no further information regarding cause of the symptoms was known. After the neurologist changed to bipolar stimulation and patient haven¿t suffered any bad episodes, but patient patient's motor state is not the same than the previous monopolar configuration. The change in settings resolved the issue with the previously reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for parkinson's. It was reported that when the patient is sitting down sometimes they experience blockages or contractions on the right side of their body. It was also described as self-limited right hemibody capsular contractions that lasted two hours on oct-21. This also occurred on oct-23 and 25. The last time this happened the ins was turned off and the symptoms were resolved seconds later. It was also stated that the patient felt one discharge/shock from the device when it was touched. The symptoms were thought to be due to excessive discharge of the ins. Cerebral stroke was ruled out. All impedance measurements were in range. Ins data was investigated and no anomalies were identified. The patient's motor state has worsened so the patient will be programmed with continuous stream with milliamperage. No further complications were reported or are anticipated in association with the event.